Manufacturer narrative:
A ge service representative performed an over the phone investigation. The table was unplugged and plugged back in to reset the system during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that the apix table top would not move. No patient injury was reported.